Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that slight enophthalmos was noted during a procedure due to unstable perfusion. It was noted that the tubing was not bent. The case was able to be completed without harm to the patient.